Manufacturer narrative:
Concomitant medical products: c5tr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient changed sleeping positions, the left ventricular (lv) lead exhibited intermittent loss of capture and high threshold. The device was reprogrammed to increase the lv output to ensure consistent capture. The patient was advised to not sleep on the lateral sides, as it was associated with higher capture thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.